Event description:
The facility reports the family member of the patient was removing the pt from the bath. The assembly was lowered until the tcs wheels touched the floor. The safety catch on the jib was released, the chair tipped back and to the side, and the patient fell to the floor. The patient sustained bruising to the side and top of the right leg. No treatment was given.